Manufacturer narrative:
Background information: fogelberg, atkins, blanche, carlson, and clark (decisions and dilemmas in everyday life: daily use of wheelchairs by individuals with spinal cord injury and the impact on pressure ulcer risk. Topics in spinal cord injury rehabilitation, 15(2), 16- 32. Doi: 10.1310/sci1502-16) determined that the lifetime incidence, in individuals that use wheelchairs due to spinal cord injuries, have a 95% chance of developing a pressure sore/injury/ulcer. This is primarily due to the fact that full-time wheelchair users must perform all daily routines while confined to a seated position for most waking hours. Due to lack of physical sensation, persons with these impairments may not move their positions often enough to remove pressure from areas of risk (e.g., areas over bony prominences such as the sacrum, coccyx, trochanters, etc.) To allow for continuous blood circulation to the skin overlying these structures. As a result, skin breakdown can occur. Webmd defines four levels of pressure sores: stage 1: this is the mildest stage. These pressure sores only affect the upper layer of skin. Symptoms may include pain, burning, or itching. The spot may also feel different from surrounding skin: firmer or softer, warmer or cooler. The skin may also look reddened or may get not get lighter when you press on it (blanch) or even 10-30 minutes after pressure is removed. This may require gentle skin cleaning and care, but no medical intervention is required. Stage 2: skin is broken, leaves an open wound, or looks like a pus-filled blister. The area is swollen, warm, and/or red. The sore may ooze clear fluid or pus. This requires wound treatment, but may not require medical intervention unless patient or caregiver is unable to perform routine wound care. The wound is painful (in non-plegics). Stage 3: these sores have gone through the second layer of skin into the fat tissue. The sore looks like a crater and may have a bad odor. It may show signs of infection: red edges, pus, odor, heat, and/or drainage. The tissue in or around the sore is black if it has died. This level requires treatment by a medical professional to remove any dead tissue and to prescribe antibiotics, if infected. This stage requires ongoing medical intervention for 1-4 months to heal. Stage 4: these sores are the most serious. Some may even affect muscles and ligaments. The sore is deep and big. Skin has turned black and shows signs of infection -- red edges, pus, odor, heat, and/or drainage. You may be able to see tendons, muscles, and bone. These wounds require medical intervention (up to and including surgery) to repair the damage. This stage requires ongoing medical intervention for 4-12 months to heal. Many factors can contribute to skin breakdown in persons confined to a wheelchair for most waking hours. These factors include, length of time spent in a seated position, make-up of materials upon which end user is seated, pressure relief activities, repositioning activities, sensation, circulation, etc. Since the seat cushion only makes up one portion of the factors that may contribute to skin breakdown, there is a strong belief that the user must contribute to their own health through regular intervals of pressure relief and repositioning. The most comfortable wheelchair cushion in the world will not prevent skin breakdown in an end user that does not perform their activities to relief pressure. Therefore, there is no expectation that a seating cushion has malfunctioned if skin breakdown occurs. Sunrise medical, as a practice, reports all pressure sores that break through the skin (stage 2 and above) as a "serious injury" because this level of injury requires intervention to ensure they do not progress. Page 2 of the jay j2 deep contour cushion owner manual (xt2405, rev d) tells the user that the cushion, by itself, will not completely eliminate the potential for pressure sores "warning: your jay cushion is designed to help reduce pressure. However, no cushion can completely eliminate sitting pressure or prevent pressure sores. The jay cushion is not a substitute for good skin care including, proper diet, cleanliness, and regular pressure relief. Be sure that the velcro® is engaged and able to hold the cushion in place." Page 11 of the quickie qm710 power wheelchair owner manual (mk-100-158, rev g) states the following: "c. Cushions & sling seats - warning: 1. Standard foam cushions and other body supports are not designed for the relief of pressure. Do not sit directly on a sling surface. 2. If you suffer from pressure sores, or if you are at risk that they will occur, you may need a special seat system or a device to control your posture. · consult your healthcare professional to find out if you need such a device for your well-being." The "sling surface" mentioned above is equivalent to the "seat pan" mentioned in the customer complaint record. It is the surface onto which a cushion is placed upon which the end user should sit. The end user is never to sit on the wheelchair seating surface without a cushion of some sort in place to help prevent the creation of pressure sores. Manufacturer's investigation: the product was not returned to the manufacturer for evaluation; therefore, a review of the records and the accompanying product literature was conducted. As defined in the background information above, it is determined that the end user not using a wheelchair cushion (product code imp: 890.3920) directly led to the development of skin breakdown and pressure sores. In addition, there is no description of the pressure sores mentioned as the end user was hospitalized for "other reasons" unknown to sunrise; but was receiving treatment while in the hospital. Therefore, the severity of the pressure sores cannot be determined. Sunrise is making the assumption that since the pressure sores were "being treated" while the end user was in the hospital, that there must be some skin breakdown requiring medical intervention. Conclusion: the adverse event is attributed to the end user's propensity for skin breakdown due to being restricted full time to a seated position. In addition, the end user failed to use required seat cushions and discarded the cushion itself while disregarding the warnings to never sit on the wheelchair seat pan/sling without a cushion in place. Since the wheelchair cushion was not returned to the dealer or to sunrise, there is no way to ascertain the claimed issue with the cushion. Finally, this incident is being reported out of an abundance of caution as there was no malfunction of the product that led to the occurrence of pressure sores. If additional information is received that changes the assumptions that lead to this conclusion, a supplemental report will be filed; otherwise, sunrise medical considers this matter closed.

Event description:
The dealer reported the development of a pressure sore by the end user while using his quickie qm710 power wheelchair while sitting directly on the seat pan (cushion removed by end user). The quickie qm710 wheelchair sold to the end user was equipped with a jay j2 deep contour wheelchair seat cushion (model 4252). The dealer claims that the end user was no longer using the wheelchair seat cushion because the seat cushion "was no longer functional." The condition of seat cushion could not be verified. No orders for replacement cushions had been placed with sunrise medical and cushion was discarded by end user and not able to be examined by the dealer or by sunrise medical personnel. No complaint was filed with sunrise regarding the seat cushion. See manufacturer narrative for additional details.